Manufacturer narrative:
Concomitant medical products: 40025 tissue valve, implanted: (B)(6) 2018; 690r28 heart ring, implanted: (B)(6) 2018; 310c29 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead alerted for an out of range impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.